Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A replacement procedure has been scheduled, however this pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.